Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 32 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 10mar2022. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and non-calcified left circumflex artery. A 32 x 2.50 promus select drug-eluting stent was selected for use. However, after a couple of attempts to advance, the device couldn't navigate through the lesion due to the bend and tortuosity of the artery. The device was removed and the procedure was completed with placement of an extra support guide wire to increase the support to deliver another of the same device. No patient complications were reported. However, device analysis revealed stent damage.